Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Clinical report states patient was revised for osteolysis, necrotic soft tissue, pain, limp, and difficulty ambulating.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update rec'd 4/13/2016: litigation received. Litigation also alleges corrosion, elevated metal ion levels, and metal debris. An unknown stem is being added to the complaint. This complaint was updated on: 4/25/2016.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metallosis and pseudotumor.